Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had not used his insulin pump in over a year and when he attempted to use it the device alarmed no delivery. The patient's blood glucose at the time of incident was 367 mg/dl. The customer felt sick and thirsty. The customer treated via manual insulin injection. The customer replaced the battery and performed a self test but the device beeped and rewound; the rewind did not complete properly. The customer had changed his set 6 or 7 times due to the rewind anomaly, and after every set change the no delivery alarm would recur. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump had no frozen screen or rewind anomaly noted. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump motor functioned properly and no anomaly noted. No unexpected no delivery alarm during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.